Event description:
The device was used during a low anterior procedure. Reportedly, the instrument was difficult to fire, difficult to open, and the staples did not form properly. The hospital has reported no pt injury occurred.